Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that blurry/may have been scratched during procedure. I believe the blurry picture occurred during the procedure. The scope was brought to me after the procedure was completed. At that point is when the damage to the end of the scope was identified. The device is being returned as part of our procare agreement. There was blurry image during the medical procedure. A replacement device was used to complete the medical procedure.